Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer received information alleging there was a ventilator service required alarm due to a power problem. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm due to a power problem. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue.